Event description:
It was reported that during a da vinci si thoracic sympathectomy procedure, the surgical staff noticed that tips of the small clip applier instrument broke off. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation results confirmed the alleged issue of the instrument's tips breaking off. The instrument was returned with both clip applier grips broken. The broken pieces were not returned. Both grips fractured near the base of the clip groove. Intact sections of the grips were in different lengths. One grip exhibited a small bend just below the fractured surface. Engineering evaluation concluded that the damage may be due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however the reported broken tip issue if to recur could cause or contribute to an adverse event.